Event description:
On 17-feb-2026, it was reported by a sales representative via (B)(4) that an ar-5400-01 glenoid targeter shaft slot b in the shaft did not hold the leg properly. The leg was sliding freely in the b slot of the shaft, making it difficult to keep the leg in the proper position. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-5400-01 glenoid targeter shaft, batch 021950, was received for evaluation. Visual inspection identified significant surface damage, including nicks, scratches, and discoloration. Slot b was found bent, which would prevent the targeter legs from sliding in proper alignment. Due to the extent of the physical damage, functional testing was not performed. The device¿s manufacturing date is 2019, and the condition is consistent with damage sustained over extended use and handling in the field. Based on the observed evidence, the complaint allegation is confirmed. Refer to the investigation photos.